Manufacturer narrative:
The compromised force sensor system alarm occurred during the prime/compromised force sensor system test due to moisture damage inside of the force sensor resistor. A motor error alarm occurred during the basic occlusion test due to moisture damage on the motor. The insulin pump passed the self test along with the operating currents, unexpected restart error, and displacement tests. The device was unable to perform the occlusion and no delivery tests due to the motor error alarm. The following physical damage was noted: cracked casing at the display window corners, battery tube threads, reservoir tube lip, along with minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 5.9 mmol/l. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was probably bumped according to the caller. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.